Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a primary audible alarm. No patient injury was reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 02 june 2022 via email and attached to complaint object: event occured during infusion, while in use with the patient, no clinical injury was reported, the infusion was not life sustaining. There is no additional information available. H6: event problem and evaluation codes: updated.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found missing battery and tamper seal broken. No other signs of external damage. There was evidence of the reported problem (error) recorded in event history log. The reported problem was not duplicated. The investigation was unable to determine the cause of the reported problem as no damage was found with the speaker. For corrective action, the speaker was replaced as a preventative measure. The root cause of reported problem was unknown as no fault was found. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 20-jun-2017; model number: 4000.